Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus europa (B)(4). Olympus (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of additional microbiological testing by a third party laboratory, stenotrophomonas maltophilia(116cfu/channel) were detected from samples taken from the air/water channel of the subject device. The result of the additional microbiological testing by a third party laboratory didn¿t satisfy the (B)(6) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified bacteria. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Following additional reprocessing at olympus (B)(4), the subject device was send to the third party laboratory for second microbiological testing again. In the second test, there was no microbial growth for the instrument channel and the distal end but the air/water channel tested positive for enterococcus (2cfu/channel). The test result did not clear the german guideline. After additional reprocessing, third microbiological testing for the subject device was conducted at the third party laboratory again. In the third testing, the testing indicated no microbial growth for the subject device. The test result cleared the (B)(4) guideline.